Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were in intensive care for high blood glucose level on unknown date with blood glucose level was 25 mmol/l. Customer was treated with intravenous insulin. The insulin pump will not be returned for analysis.